Event description:
It was reported that: "the pt was in pain because the stem was not fully osteo-integrated. Some osteolysis on the x-ray". The stem was replaced around 6 months post op. MFR report #3005180920-2013-00122.